Event description:
Subsequent to the initially filed report, the following additional information was received; the stent of the 2.75 x 18 mm xience pro a stent delivery system (sds) dislodged from the balloon and remained in the protective sheath. It was not lost outside of the anatomy as previously reported.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned stent, stylet, and protective sheath. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents.the investigation determined the reported stent dislodgement appears to be related to circumstances of the procedure, as it is likely that inadvertent mishandling during protective sheath/stylet removal ultimately causing the reported stent dislodgement and noted stretched and smashed stent struts. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. MFR site: facility contact name updated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the procedure was to treat a coronary artery. During preparation of a 2.75 x 18 mm xience pro a stent delivery system (sds), the stent dislodged from the balloon on removal of the protective sheath. No force was applied on removal of the sheath and there was no manipulation or handling of the stent at any point. The stent was lost outside of the patient anatomy. There was no reported patient involvement. The procedure was successfully completed with a new unspecified stent. There was no reported clinically significant delay in the procedure. No additional information was provided.